Manufacturer narrative:
The device was received deployed. During investigation a leak was observed on the unexposed portion of the soft cannula. This leak diverted fluid from the intended fluid path resulting in fluid accumulating inside the device and caused corrosion to the top battery, front sma wire pin, and the pcb. The damaged cannula is confirmed to have caused improper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 300 mg/dl while wearing the pod on the leg. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.